Manufacturer narrative:
The device was not returned to mmd for evaluation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmd an investigation could not be completed. This report will be updated if the device is returned to mmd.

Event description:
The initial reporter stated that the pump was under infusing. They stated the pump was settings were 266 ml/hr rate and 130 ml dose and that it took an hour to deliver instead of the thirty minutes it was programmed to deliver. Mmd did follow up with the initial reporter who stated that the patient had not experienced any adverse effects due to the complaint. No additional information was provided. [Complaint(B)(4)].